Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant when the physician was closing the pocket, that the right atrial (ra) lead exhibited loss of capture, low impedance and no sensing. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.